Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review could not be performed since a correct lot number was not provided by the customer. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges while withdrawing the swg (spring wire guide) after placing the catheter, the md felt severe resistance. The md removed the catheter and guidewire at the same time and swg was found unwound. By that time the md didn't notice that part of the swg was broken and left in the patient. The day after, the md realized the patient was in bad condition. An x-ray was taken and part of the swg was found through x-ray image. The swg portion was retrieved and the patient's condition improved.

Manufacturer narrative:
(B)(4). The customer reports that there was a deterioration of the patient due to the swg piece left in the patient. The swg was retrieved from the patient and the patient's condition improved. There is no further information reported.

Event description:
The customer alleges while withdrawing the swg (spring wire guide) after placing the catheter, the md felt severe resistance. The md removed the catheter and guidewire at the same time and swg was found unwound. By that time the md didn't notice that part of the swg was broken and left in the patient. The day after, the md realized the patient was in bad condition. An x-ray was taken and part of the swg was found through x-ray image. The swg portion was retrieved and the patient's condition improved.